Event description:
It was reported an unspecified malfunction/issue occurred. On (B)(6) 2025, the patient presented to the hospital due to hypoglycemia, which was attributed to a malfunction in the dexcom continuous glucose monitoring (cgm) system. According to the patient, the dexcom app was not functioning properly and failed to pair with the omnipod insulin pump. Multiple devices displayed error messages including ¿check sensor and pairing code,¿ ¿searching for sensor,¿ and ¿pairing unsuccessful.¿ as a result of the dexcom app failure, the omnipod defaulted to manual mode, which the patient reported led to an increased insulin delivery beyond his usual dosage. The patient did not provide details regarding the treatment or management of the hypoglycemic episode during hospitalization. He was discharged after a two-day stay. Per documentation, the patient declined to offer further information about the incident. Although additional attempts were made to clarify the event details, no response has been received to date. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 08/13/2025. Data was further reviewed. Confirmation of the allegation and probable cause could not be determined. App was not in a session on or around (B)(6) 2025. No additional patient or event information is available.